Event description:
This case was reported by a consumer and described the occurrence of application site desquamation in a female pt who received class 1 medical device (abreva conceal) patch for an unk drug indication. A physician or other health care professional has not verified this report. On an unk date, the pt started class 1 medical device (topical). At unk time after starting class 1 medical device, the pt experienced application site desquamation, application site infection, application site scar and application site numbness. This case was assessed as medically serious by gsk. The pt was treated with onion (mederma). Treatment class 1 medical device was discontinued. At the time of reporting, the events were unresolved. Ae reported via voicemail (B)(6) 2014: consumer stated that she followed the direction and moistened the abreva conceal as she peeled it off. She stated it peeled several layers of skin off her lip which created an infection and led to a scar. She stated that her lip is numb where the scar is. She said that she is using mederma for the scarring and it has gotten lighter. She stated the event of skin removed at application site and infection at application site have resolved. The event of scarring has improved and the event of numb at application site has not resolved.

Manufacturer narrative:
Abreva conceal is manufactured in (B)(4), and neither the product not the lot number for this product were available. (B)(4).